Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 42 to 44 mg/dl at the time of the incident. The customer had not had breakfast on the day of the incident. The customer was given glucose tablets and intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The customer stated they may have loosened the reservoir when they unscrewed the plunger causing a reservoir leak. Troubleshooting was not completed. The insulin pump will not be returned for analysis.